Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy. Customer's blood glucose (bg) level was "high" (specific bg value was not provided); cause was unknown. A correction bolus via the pump was delivered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.